Event description:
It was reported that third-party remote monitoring noted possible left ventricular (lv) lead loss of capture (loc) on the presenting electrogram (egm). Technical services (ts) reviewed the last three presenting egms, stating there was no evidence of lv loc. All beats showed lv pacing markers, and there were no late complexes or senses. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).